Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head slid off; rotating head fell off [device breakage]. Brush head very loose, can pull it off practically without any resistance [device connection issue]. No adverse event [no adverse event]. Case description: a (B)(6) old female consumer reported that she used an oral-b precision clean brushhead, it was attached very loosely to her oral-b professional care rechargeable toothbrush, and it could be pulled off practically without any resistance. The entire brush head slid off twice while brushing the first time she used it, and the rotating head fell off while brushing on (B)(6) 2015. No symptoms developed.